Event description:
It was reported that there was a question regarding unipolar and sensing assurance and capture management with the ventricular lead which exhibited low impedance resulting in polarity switch to unipolar. It was also reported that capture management and sensing assurance will work in unipolar. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead (B)(6) 2002. (B)(4).